Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant associated with a patient death believed to be related to perforation and cardiac tamponade. Several initial attempts to implant a different rv (passive-fixation) lead resulted in poor pacing threshold measurements and intermittent capture. That lead was withdrawn, and the attempted implant of this active-fixation lead in the same location also produced unsatisfactory measurements. This lead was then repositioned in the rv apex with good resulting measurements. As the physician began to place an atrial lead, the patient complained of chest pains and difficulty breathing. Pacing of 80 beats per minute (bpm) was begun in response to a drop in blood pressure and an intrinsic rate of 40 bpm. The patient then experienced ventricular fibrillation (vf) and was successfully externally defibrillated. Two additional cycles of vf/external defibrillation occurred. An echocardiogram identified cardiac tamponade and a code was called. Rescue attempts were ultimately unsuccessful.

Manufacturer narrative:
Upon return to our post market quality assurance laboratory, our analysis and testing could not confirm the clinical observation. Visual inspection noted that the lead body was slightly curled and twisted, and the helix mechanism was extended and stretched. The clear medical adhesive was torn or separated from the expanded-polytetrafluoroethylene at the proximal end of the proximal spring, and the proximal spring was stretched at that point. The insulation of the rate/sense negative channel was slightly bunched in several places. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism was functional, but the helix could not be withdrawn due to the observed stretching.